Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported in (B)(6) 2013 ¿one of the leads got pulled so the patient had it fixed, then it stopped working and had it taken out and redone.¿